Event description:
A report was rec'd from the (B)(6), indicating an "upper display fault." The malfunction did not occur during pt use. Though requested, no add'l info was available.

Manufacturer narrative:
The customer support engineer inspected the device and verified the customer reported malfunction. The graphical user interface (gui), printed circuit board (pcb), and backlight inverter pcbs were replaced. The ventilator passed extended self-testing (est), short self-testing (sst), performance verification testing (pvt), and electrical testing. A service history review has been performed for the above listed serial number by the MFR. No similar events were found in the service history record. (B)(4).